Event description:
A us distributor contacted zoll to report that a patient developed open wounds under the lifevest equipment. Patient described the area as pressure sores approximately 4 x 2.5 cm that are itchy and rubbed. There was no alleged device malfunction contributing to the open wounds. The patient¿s skilled nursing team treated the area with dermasin , wet to dry dressing, and allevyn and antibiotics. Follow up indicated that the open wounds improved.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.